Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation the monitor was unable to power on. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, there was thermal damage found on multiple components of the defibrillator pca and computer/analog board. The root cause for the high voltage travelling to low voltage circuitry and thermal damage could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.